Event description:
Philips received a report that a patient allegedly suffered broken ribs during a breast examination on an achieva d stream mr system.

Event description:
Philips received a report that a patient allegedly suffered a broken rib during a breast examination on an achieva d stream mr system.